Manufacturer narrative:
Pending confirmation of explant of device and potential device return. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a pump that was showing error codes 100, 104 and 105. Cs reported that when they inquired the pump, the battery was reading "low". Cs reported that the patient has a ptc, and that the ptc started showing error code 11 (pump is stopped). Cs reported that patient reports a lack of therapy. Cs stated that there were no pump errors at the patient's last refill. Technical solutions guided cs on performing a soft reset, which cleared the errors. Cs met with the patient a day later to check their pump for errors. They report that the pump errors did not reappear, but the pump battery still read as low. The patient reported feeling therapy again, and that they were able to successfully deliver boluses as needed. The following week, cs reported that the physician was unable to inquire the pump with multiple programmers, and that an audible tone could not be heard. Additional communication with cs confirmed that the pump was not flipped and the physician plans to explant the pump. The explant has not been scheduled as of yet.